Manufacturer narrative:
The following devices were also listed in this report: delta c-taper head 36mm -2.5; cat# 18-36-3; lot# 58700901. Gap plate screws; cat# 2080-0040; lot# mml2em. Rest ha -5 red nk 205mm strt stm 9x15mm; cat# s-2652-0915; lot# d65568r. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Postoperative diagnosis: patient had total left hip arthroplasty several years ago (outside cors scope). Patient had persistent and progressive pain in the left hip for many years. X-rays confirmed loosening of the femoral component. Revision of both acetabular and femoral components (B)(6) 2018. Patient had chronic infection after revision arthroplasty, and underwent left hip arthroplasty with placement of antibiotic- loaded cement spacer (B)(6) 2018.